Manufacturer narrative:
Batch review performed on 09 december 2019: lot 188204: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch review performed on 09 december 2019. Gmk-sphere 02.12.0210fr tibial insert fixed sphere flex size 2/10 mm r (k121416) lot 1903260: (B)(4)items manufactured and released on 25-jun-2019. Expiration date: 2024-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 1903506: (B)(4) items manufactured and released on 19-sep-2019. Expiration date: 2024-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: knee revision surgery performed 2 months after primary cemented total knee arthroplasty due to subluxation. A traumatic event was reported but it is not clear which event occurred first. Luxation may be originated by a traumatic event, progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
The patient fell down on nov 24. Then the surgeon discovered that the prosthesis subluxated, it is unknown if the reason for subluxation is the fall or if the prosthesis subluxed before. Revision surgery performed successfully, 5 weeks after primary surgery, and gmk hinge has been implanted. No cement was found on the explants. The tibia has been removed without any difficulty despite the cementation was performed correctly during primary surgery.